Event description:
It was reported that a spectrum iq pump had a blank screen during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device had a blank screen. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the corrosion and contamination on the processor connectors, input/output printed circuit board (I/o pcb) connectors, liquid crystal display (lcd) display flexes and display gasket. The processor connectors, I/o pcb connectors, lcd display flexes and display gasket require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.